Event description:
Subsequent information indicated that the device was explanted for normal battery depletion. The device was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The clinical observations were not able to be confirmed.

Event description:
Boston scientific received information that this right ventricular lead and cardiac resynchronization therapy-defibrillator (crt-d) displayed a single episode of noise. The noise was oversensed leading to pacing inhibition with asystole. Noise was not able to be recreated. All lead diagnostics were normal. The physician planed to monitor the system for the time being. There were no adverse patient effects reported. The system remains in service.

Manufacturer narrative:
As of today, no additional information is available and at this time, our investigation is complete. Should additional information become available, this report will be updated.